Event description:
The manufacturer received information alleging a ventilator failed to deliver airflow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The foam of air inlet path assembly was lifted up and blocking the air intake of blower and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to deliver airflow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The foam of air inlet path assembly was lifted up and blocking the air intake of blower and it is assumed to be the cause for the reported event. The device's inlet air path assembly needs to be replaced to address the issue.